Manufacturer narrative:
E1: patient city:( B)(4). Patient country:colombia.

Event description:
Reference number (B)(4). Event occurred in colombia it was reported that the patient faced an event on of crimped cannula. The site was patient's abdomen. The infusion set was used for fourteen hours. No further information available.